Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were intermittent "connect to power" alarms. The batteries were clean, and clips were previously replaced. Batteries were issued in (B)(6) 2024 and did not need to be recalibrated. Upon interrogation, multiple low voltage alarms noted due to patient not transferring to batteries in a timely manner. Log files were sent for review, and it was noted that the issue appeared to be occurring on the system controller white lead only. This could indicate the controller white lead had cable fatigue. It was recommended to replace the controller when it was safe to do so. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Section h6 correction: medical device problem code 2976 - material deformation removed. Section h6 correction: medical device problem code 2925 - electrical power problem added. Manufacturer's investigation conclusion: the reported event of intermittent ¿connect to power¿ alarms was unable to be confirmed; however, the reported low voltage alarms were confirmed via log file analysis. Review of the submitted log files revealed from (B)(6) 2025 at 12:17:03 to (B)(6) 2025 at 07:39:56, while connected to batteries, intermittent low power advisory alarms activated due to the relative state of charge (rsoc) voltage associated with the white power cable fluctuating outside the expected voltage range. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Available information stated that the batteries were issued in april 2024 and are clean, the batteries do not need recalibration, and the clips have been previously replaced. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including power cable disconnect and low voltage, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.